Event description:
It was reported that customer experienced minimum fill notification when attempting to load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove pump from case, clean pump area, and first attempt to reload same cartridge, which did not resolve issue, then was guided to fill and load new cartridge using correct technique, after which pump function was restored and insulin delivery was successfully resumed.